Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are getting inaccurate readings with the sensor. Customer's blood glucose level was 130 mg/dl and the sensor glucose reading was 60 mg/dl that triggered the insulin pump to suspend insulin delivery. Customer's blood glucose level was 120 mg/dl. The customer reported that the insulin pump had an audio anomaly. The device would not follow the volume¿s setting. The insulin pump will be returned for analysis.